Event description:
It was reported that the lead was repositioned due to high capture thresholds. It was noted that the lead had pulled back and that the patient admitted to being non-compliant with the restriction of arm movement after implant. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.